Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic area') and neuropathy peripheral ('neurological conditions or problems type: neuropathy / neuropathy in hands/feet began in 2006 and worsened after essure placement') in a (B)(6)female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding since (B)(6)2018 and neck injury. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced back pain ("pain lower back"). In 2010, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and hypoaesthesia ("numbnes in hands / feet began in 2006 and worsened after essure placement"). The patient was treated with surgery (robotic assisted bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the neuropathy peripheral, vaginal haemorrhage, menorrhagia, hypertension, back pain and hypoaesthesia outcome was unknown. The reporter considered back pain, hypertension, hypoaesthesia, menorrhagia, neuropathy peripheral, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: date of insertion (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received : case become incident. Injury nos is replaced with new events. Added event pelvic pain, abnormal bleeding (vaginal, menorrhagia), hypertension, neuropathy, lower back pain, numbness in hand/ feet. Outcome was updated from unknown to recovered / resolved for pelvic pain. Event onset date was added. Date of insertion (aug 2007) and date of removal (31 jan 2018) was added. Lab data was added. Concomitant condition was added. New reporter¿s was added. Patient demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.